Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the suction irrigator instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the suction irrigator got stuck in the cannula and surgeon had trouble removing because the tip was broken. One of the metal pieces had a crack so when they tried to pull it out of the cannula it kept getting stuck on that section. No patient harm or injury. The procedure was completed with no reported injury.